Manufacturer narrative:
The case description states that the controller administered insulin that was not administered by the user on 06nov2023 around 10 am and the users iob was as high as 20u. The last bolus the user reported administering was a 2.7u bolus before the reported event. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log files show the 2.7u bolus delivered before the reported event on the day of occurrence but does not show another bolus delivered until 18:11 on the date of occurrence in the users time. Inspection of the phb file shows that at 07:37 in the users time, the pod was switched into manual mode. The users basal setting during this time was set at 301 pulses/hour which the system was delivering at regardless of the egv readings as a result of being in manual mode. The users iob was also confirmed to spike at this time due to the high basal rate being delivered. When the system switched back into automated mode, the suggested insulin was 0, which is expected of the system with low egv readings. The system was found to function as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the alleged uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the controller administered insulin that was not administered by the user. The customer reports the incident happened when she was at home, she gave a bolus for her breakfast which came out calculated as normal. Customer then stated she had to change her pod as it was due for a change, but did notice the system switching in and out of manual mode to automated mode. Customer reports around 10 am she was having a low blood sugar I(40¿s mg/dl) and turned on her controller to check things out and saw 40 units of insulin on board appear on her dashboard. Customer reviewed history detail and could not find anything in bolus history other than what she input in for breakfast that morning. The patient discarded the pod. Post-market safety reviewed this case reporting the device delivered insulin that wasn't requested or programmed by the user. The device logs were reviewed and based upon the available information the device was functioning as intended. The physical device was not returned.